Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion (dso) sensor and seal. As a result, the dso sensor and seal were replaced. Service history review identified this device has not been serviced in the past.

Event description:
It was reported that the pump failed downstream occlusion calibration. The event occurred during testing. There was no patient involvement, no patient injury was reported.